Event description:
It was reported that a medication was set up on a pump but the medication appeared to go in via gravity.

Manufacturer narrative:
The pump was sequestered at the facility. Manufacturer has requested that the device be returned for eval. Device eval results will be submitted when eval is complete.